Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for an unruptured aneurysm. It was noted that the patient's vessel tortuosity was medium. The access vessel was the anterior cerebral artery, with 2mm diameter. It was reported that while preparing the phenom catheter, when a wire was passed through the catheter, the marker band at the tip detached (fell off), detachment occurred, described as a dislodgement. It was noted that the catheter was removed from the package as it was inserted. The marker band was disposed of by the customer. The location of the marker band was reported as other, with the detail that it was disposed of by the customer. Therefore, use of the catheter was discontinued, and a microcatheter from another manufacturer was used without any issues, indicating that the wire was unlikely to be the cause; therefore, the issue was considered to be a malfunction of the phenom. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.